Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving an unknown medication via an implantable pump. Upon requesting what medication the pump delivered it was reported as ¿na¿. The patient¿s medical history included did not include any contagious disease. The patient¿s concomitant medications and medical history were reported as ¿na¿. It was reported the patient¿s muscle tension was gradually increasing in the past two months. (The event date was approximate.) During a refill process, device maintenance, on (B)(6) 2016 the patient ¿met issue of pump motor¿. The exact date of the motor stall was reported as ¿na¿. However, it was reported that the motor stall occurred during the refill process. The patient showed withdrawal symptom and was restless. The potential cause was not determined as the reply to this and exposure to an magnetic resonance imaging (MRI) scan or other electromagnetic interferences was reported as ¿na¿. The pump logs were reported as available and would be returned. The surgeon shared that the stall lasted over 48 hours but had recovered prior to explant. In addition, the residual medication should have been 1.5ml according to default dose setting, but the surgeon retrieved 13ml during the pump refill procedure; residual medication more than expected volume. The surgeon decided to change to a new pump to resolve the issue. The patient outcome was reported as no injury and that further intervention was required to prevent permanent disabilities. The pump remained implanted at the time of the report but the surgery was planned for (B)(6) 2016. However, it was later reported that the surgery was completed on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.